Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: tip cracked. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could (1) improper cleaning or sterilization (2) normal wear. Although the product passed the insulscan, the failure identified in the investigation is consistent with the complaint record because the insulation on the proximal handle has peeled off near the insert push button. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the insulation had been compromised.